Event description:
It was reported the patient underwent an initial right total hip arthroplasty and subsequently sustained a small fracture of the greater trochanter that was stabilized with screw and washer fixation; during the postoperative period the patient developed anemia requiring multiple blood transfusions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: durom acet comp 54/48 code n; item 01.00214.054; lot 2407404. Item name: metasul large diameter hd 48/n; item 01.00181.480; lot 2417508. Item name: mayo stem; item number 00-8025-013-00; lot 60659887. Item name: unknown screw; item number unknown; lot unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.